Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited impedance measurement anomaly, sensing anomaly and unacceptable thresholds. The lead was not used and a new lead was successfully implanted. The patient was fine post procedure.